Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving 12,000 mcg/ml fentanyl at a dose of 5,843 mcg/day via an implantable infusion pump for spinal pain. It was reported that yesterday a new situation developed, and the pain healthcare professional (hcp) told them to call into the manufacturer. The patient just had a new pump implanted in september (due to normal battery depletion). This was the patient's second refill since september. Normally they got the medication with the syringe and then put the new medication in the pump. Yesterday as the nurse was pulling the medication out then the nurse left "the thing" dangling on the patient pump site. Then went to get the other syringe to put the new medication in. While the nurse was putting the new medication in the patient was in dire pain with a burning sensation ((B)(6) 2017) on the inside of her skin/underneath. Every time the nurse would stop the pain would stop and as she would start back up the pain/burn would start. It was hurting and instead of stopping and going to get a doctor, the nurse just kept going. The patient had never felt this feeling before. The patient was taken back to the hcp that implanted the device and the hcp looked at it and said it looked like as the nurse injected the medication it may have backed out a little bit because there was a very small reservoir in the pump. The hcp also stated there may be some fluid between the pump and the skin. The hcp then stated that he could feel the fluid and could stick a needle in there and draw it out. The patient's skin was red and you could see where the needle was put in. The patient was also in discomfort. The patient was in a lot of discomfort around the pump area ((B)(6) 2017). If the patient wore clothes it hurts, if she bends over, everything hurts. The discomfort was worse today (so much more tender now) but she has always had discomfort. Now after the new medication she was burning and was still burning. There was redness and swelling ((B)(6) 2017). The patient also had a contact dermatitis rash ((B)(6) 2017) around the pump site area from the bandages. The patient was taken to the surgeon and was told it was nothing and it would go away. The hcp told them the pump was not infected. The hcp said to give it a week because the body will absorb it. No further complications were expected or anticipated.